Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. During troubleshooting with tandem technical support (cts), it was determined that the customer was using trurapi insulin. Customer changed pump supplies to address the issue. Cts educated customer on insulin labeling. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The customer delivered a correction bolus to address high bg.